Event description:
This is report 1 of 2 for (B)(4). It was reported that during a rotator cuff repair procedure, it was observed that the device did not function at all after it was connected with a generator. During in-house engineering evaluation, it was determined that the suction tube was cut at handle base, two coagulation buttons were not functioning, and discoloration (contamination) was observed around the switches which did not function. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: device manufacture date is currently unavailable. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube was cut by the customer and it was not returned. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation function worked only on one button. The coagulation function worked as intended. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: device was not received in original packaging. Tip is in good condition. Handle assembly is in good condition. Cable and plug assembly are in good condition. Suction tube cut at handle base. Electrical checks: the device passed all parameters. Functional checks: tests were performed using vapr vue generator gml4854/1. On handswitch activation, one button not functioning. Two coag buttons not functioning. Activation ok when working button is used. Flow rate test was not conducted due to suction tube being cut off near handle base. This device showed issues with some fingerswitching buttons but not all. One ablate button did not function and two coag buttons did not function. From our investigation we were able to confirm the following: some buttons would not function - one ablate button not functioning and two coag buttons not functioning the electrode was taken apart and discoloration was observed around the switches which didn't function. The three switches which were faulty were then sectioned and contamination was found inside all three switches. Similar complaints have been investigated under supplier. No corrective actions were implemented by the supplier. It is possible the contamination has been caused by design - saline ingress has entered through the switch boot as it is not hermitically sealed. The root cause of the loss of button function could likely be attributed to saline contamination which has entered through the switch boot, however this cannot be confirmed until the switch parts have been analyzed. A review of our complaint data over the last 12 months confirms the occurrence of this defect to be of low occurrence with (B)(4) recorded complaints including this complaint which equates to an occurrence rate over the last 12 months of 1 in (B)(4) for the (B)(6) (225028) device. Therefore, the frequency is in line with the predicted failure rate and no further action has been recommended. A manufacturing record evaluation was performed for the finished device u2402131 number, and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to saline contamination which has entered through the switch boot however this cannot be conclusively confirmed. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.